Event description:
It was reported that a 6f angio-seal was selected for use. The vessel was free of stenosis and calcification. Reportedly the anchor became stuck in the common femoral artery during deployment and it was difficult to pull back the device. The physician pulled the device back very strongly; however, hemostasis was not achieved. The pt went to surgery where the anchor and collagen were removed from the artery.

Manufacturer narrative:
A device was not returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis. Percutaneous thrombectomy, or surgical intervention. The angio-seal instruction for use (IFU) warns that failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. Also erratic vigorous tamping or excessive upward stension on the suture may result in collagen placement in the artery or anchor breakage.